Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation and no cause was established.

Event description:
The customer contacted stryker to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient involvement reported with the event.